Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g4 (premarket / 510(k) #): k151802, k222503 block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy. Block h6 has been updated based on the information that was identified on (B)(6) 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the hypotube detached. Additionally, the clip was difficult to deploy. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the hypotube detached. Additionally, the clip was difficult to deploy. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g4 (premarket / 510(k) #): k151802, k222503. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.